Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: visual analysis of the returned sample revealed reddish material and a hole in the pebax, helix metals are exposed. On the smart touch sf catheter. Carto test was performed, in accordance with bwi procedures. The returned sample was connected to carto3 system and the error force high was displayed on the screen. Therefore, the catheter was dissected and the sensor values were found within specifications, with this information, the failure can be attributed to a potential pc board failure. The force issue observed could be related to an internal failure of the pc board and the blood inside the pebax. The root cause of the pebax damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device [30438470m] number, and no internal actions related to the reported complaint condition were identified. Regarding the visual finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified found reddish material in the pebax and a hole on its surface. The helix metals were exposed. During the procedure, an abnormal contact force value was identified an hour into the usage of the smarttouch catheter. The issue was resolved by changing the catheter. The procedure was completed without patient consequence. The force issue is not MDR-reportable. The hole in the pebax is MDR-reportable.